Manufacturer narrative:
Submit date: 02/09/2017. An evaluation of kangaroo pump was performed for the reported condition of the feed provides more nutrition in the night. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2008 and was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 09/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an adverse event occurred with an enteral feeding pump. The customer reports more nutrition in the night.